Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the unit is reading speaker malfunction. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Manufacturer narrative:
Philips received a complaint that the mx40 1.4 ghz smart hopping device is reading speaker malfunction. The device was tested and no audible sound was emitted from the device, confirming the speaker malfunction as reported. The device failed to work as intended and was caused by a malfunction of the device speaker assembly. The speaker assembly was replaced and following operational tests, the device was returned to the customer. No further investigation or action is warranted.